Event description:
It was reported by the patient that shortly after implant the area around device became infected. The implantable cardiac monitor (icm) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.